Manufacturer narrative:
The analyzer's serial number is (B)(6). The sample was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys anti-hcv ii immunoassay results for 1 patient on a cobas e 801 analytical unit. The initial result was <0.05 coi with the elecsys anti-hcv ii immunoassay. On (B)(6) 2024, the sample was tested using the blot inno-lia method and the result was positive (capsid 3+). On (B)(6) 2024, the sample was repeated using the elecsys anti-hcv ii immunoassay and the result was 0.03 coi. On (B)(6) 2024, the sample was tested using the biomerux (elfa method) and the result was 3.0. The unit of measure was not provided. The result of 3.0 was reported outside the laboratory. The questionable results were not reported outside the laboratory.

Manufacturer narrative:
The calibration and qc were acceptable. The sample was returned for investigation. During the investigation, the customer's non-reactive elecsys anti-hcv ii result was reproduced. The investigation result was 0.0347 coi. An innolia hcv-score was performed and the result was indeterminate. An additional immunoblot (mikrogen recomline hcv) was performed and the results were indeterminate. A final clarification, due to the indeterminate immunoblot results, is not possible. The investigation could not determine a root cause. The investigation did not identify a product problem.